Event description:
Boston scientific received information that a lead safety switch (lss) was triggered for this right ventricular (rv) lead. It was determined that pacing impedance measurement was greater than 2,000 ohms. Additional observation of high pacing thresholds, muscle stimulation, undersensing and oversensing of noise which lead to pacing inhibition were also reported. The noise could be reproduced through isometrics; no asystole greater than two seconds was detected. Subsequently, a follow up report was received indicating that a revision procedure was done where a lead fracture was observed under fluoroscopy and x-ray imaging. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.